Event description:
The customer contact reported unrestricted flow. The tubing set was to be used to deliver an unspecified volume of lactated ringers. During priming it was reported that the cair clamp was moved to the closed position; however, solution flowed from the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.